Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that electrogram (egm) review of this pacemaker system showed oversensed noise on the non boston scientific right ventricular (rv) lead, with the patient's underlying rhythm observed throughout. The patient experienced leg weakness, fell, and was on the ground for a few hours. According to the health care professional (hcp), the patient did not pass out and it was noted that the patient had rhabdomyolysis. Additionally, the observed noise looked like unipolar noise, however there was no evidence of dropped beats to suggest the oversensed noise contributed to the observed leg weakness. Upon review of device data, it was determined that the device had been intentionally programmed to unipolar pace/sense on the chronic rv lead since pacemaker implant in february. This pacemaker system remains in service. No additional adverse patient effects were reported.